Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed a no output and no telemetry condition, and detected high current drain. Further analysis found a low battery voltage, however could not confirm a high current drain condition. Thehybrid remained nominal throughout the analysis. Analysis was concluded because no anomalies were found in the hybrid.

Event description:
It was reported that the patient came to the clinic due to fatigue, but the device could not be interrogated and there was no pacing and no magnet response. The patient further reported that the device failed. The device was explanted and replaced. No patient complications have been reported as a result of this event.